Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that there was one (1) continu-flo solution set, in which the solution from a secondary bag flowed back into the primary bag. According to the report, IV fluid was flowing through the primary line and a secondary bag of potassium was on a secondary line. Upon spiking the secondary bag and programming a sigma spectrum pump, the nurse checked the secondary line and noted "that the potassium was free flowing in a very fast stream into the primary bag." During the follow up, it was revealed that the primary bag was much lower than the secondary bag. The blue hanger provided with the secondary set was fully extended and used to hang the primary bag lower than the secondary. The customer also stated that the check valve in the primary set was inverted and flicked to ensure it was seated properly. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.